Event description:
It was reported that the cuff on one (1) size 6fen device was leaking. The information received indicated that the patient had not experienced this type of problem prior to september 98. The device was pre-tested, the cuff reportedly leaked after 10 weeks of use. There was no reported patient injury and/or change in therapy. The involved devices were returned and submitted to the analytical laboratory for evaluation. Reference section h.10 for lab conclusion.